Event description:
Balloon burst. Balloon then fragmented on withdrawal through the sheath and had to be snared and retrieved.

Manufacturer narrative:
The labeled rated burst pressure for this device is 4 atm. In the report from the facility, the physician states that it ruptured after being taken to 7 atm twice. The physician went to almost double the rated burst pressure which caused the balloon to break. After the rupture, the physician then tried to pull the balloon back into the sheath and the distal section broke off and had to be retrieved via a snare. A sample catheter from inventory was pulled and tested. It exceeded the rbp of 4 atm and didn't burst until 8 atm. The catheter was also introduced into the appropriately sized sheath before inflation and removed from the sheath with no problems even after rupture.